Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged the patient experienced bowel perforation, hernia recurrence, adhesions pain and disability. In regards to hernia recurrence and adhesions, both are listed as adverse reactions in the instructions-for-use. While it is alleged that the patient's composix kugel mesh contracted and buckled, no sample has been returned for evaluation, therefore, the allegations can not be confirmed and the reason for these allegation can not be determined. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent a hernia repair using a composix kugel hernia patch. Post placement it is alleged that the patient's patch contracted and buckled along the outer edges and caused severe injuries including, but not limited to, perforation of her bowel and open surgery to remove the defective device and cut out the damaged portion of her bowel. It is alleged that medical report findings indicated composix kugel mesh bunching, right lateral edge of composix kugel appear to have herniated bowel, small bowel enterotomies and extensive adhesive disease to composix kugel patch midline. The attorney alleges the patient was seriously and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent a hernia repair using a composix kugel hernia patch. Post placement it is alleged that the patient's patch contracted and buckled along the outer edges and caused severe injuries including, but not limited to, perforation of her bowel and open surgery to remove the defective device and cut out the damaged portion of her bowel. It is alleged that medical report findings indicated (1) composix kugel mesh bunching, (2) right lateral edge of composix kugel appear to have herniated bowel, (3) small bowel enterotomies and (4) extensive adhesive disease to composix kugel patch midline. The attorney alleges the patient was seriously and permanently injured. Addendum per additional information provided: attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel/intestinal removal, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, ring break, mesh bunching, herniated bowel, small bowel enterotomies and emotional injuries. Per provided medical records: (B)(6) 2005 - patient was diagnosed with a recurrent incisional hernia and underwent open repair. Per operative notes, it was identified that the small bowel was densely adhered to marlex mesh (unspecified, device #1) which was directly placed on top of the small bowel. Later the mesh begun to erode into the terminal ileum, and this portion of small bowel was resected. Marlex mesh was removed completely from the peritoneum and a double layer of non-bard/davol vicryl mesh was implanted. Note: there were no product identifiers in the information received, therefore, based on the description of the ¿marlex mesh¿ device #1 will reflect an unknown bard/davol flat mesh. (B)(6) 2005 - patient diagnosed with recurrent incisional hernia and was scheduled for open repair. Per operative notes, extensive adhesiolysis was performed with removal of the small bowel from the abdominal wall and hernia defect margins. Once all of the bowel was mobilized, a 22x27 cm composix kugel mesh (device #2) was placed into the abdomen with the edges tucked into the fascial defect and sutured into position. (B)(6) 2010 - patient underwent open incisional hernia repair, intraabdominal lysis of adhesions and small bowel resection. Per operative notes, "on bilateral sides of the mesh, there was crimping and folding of the mesh (composix kugel device #2), and it appeared on the right lateral side that bowel may have herniated above the mesh." The mesh was cut down the middle and lysis of adhesions were performed. "At approximately the upper midline of the dissection, the small bowel was plastered to (composix) kugel patch on the internal anterior abdominal wall." "Once this adhesion was off, it was apparent that a full thickness enterotomy had been created in three locations where the bowel had been plastered up and taken down sharply. It was determined at this point that bowel resection would be more appropriate for primary closure of these defects." The composix kugel patch (device #2) was resected in components from the anterior abdominal wall.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is alleged the patient experienced bowel perforation, hernia recurrence, adhesions pain and disability. In regards to hernia recurrence and adhesions, both are listed as adverse reactions in the instructions-for-use. While it is alleged that the patient's composix kugel mesh contracted and buckled, no sample has been returned for evaluation, therefore, the allegations can not be confirmed and the reason for these allegation can not be determined. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Per medical record review the patient underwent a bowel resection during the explant procedure due to the creation of inadvertent enterotomies. Review of the medical records does not support the allegation by the patient's attorney of a device ring break nor the potentially life-threatening bowel perforation adverse event. Medical records indicate there was crimping and folding of the mesh. It is unclear based on medical record review what may have caused the mesh to crimple and fold. Based on the additional information received, no conclusions can be made. This supplemental emdr represents the composix kugel mesh (device #2). An additional emdr was submitted to represent the marlex mesh (bard flat mesh) (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.